Manufacturer narrative:
Field service engineer (fse) found the image intensifier and x-ray tube were currently aligned to each other and table could be used. Fse troubleshot the unit and found the image intensifier transducer amp board to be bad. Fse installed a new transducer amp board and checked the table limits were corrected. Fse then completed service checklist using hut dr service manual as a reference, and returned the unit to full service.

Event description:
Customer reports via phone that during a retrograde urology procedure, on an approximately (B)(6) male, the system image intensifier failed to align, causing a lost of fluoro. Staff moved the patient to another room where procedure was completed without further incident. No reported injury.